Event description:
Customer reported, the system lost power. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated connectors. System operates as intended. (B)(4).